Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the hole of the neck flange was broken. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
The sample was received for analysis and the reported event was confirmed. A visual inspection was performed and it was observed that one of the eyelets had a cut. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the hole of the neck flange was broken. Customer indicated there was no patient injury with this event.